Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at 0.05 mg/ml) via an implanted pump. It was reported that the patient presented to the ed (emergency department) with itching and hallucinations. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a new pump implanted on (B)(6) 2022. The pump was programmed to minimum rate. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.